Event description:
It was reported that during an implant procedure a battery was interrogated. The clinician programmer screen showed 100% battery life, however the telemetry could not be completed. It was stated that the battery was no good. No patient death or injury was reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial number: (B)(4)) found device was using a known good aaq 8870 card; message 27 appeared on the 8840, "detected device not supported by this version of application card. Contact medtronic technical service" this message confirms there was an incomplete write of the ins eeprom 1k block during the initial 8840 session. The 8840 application does not correctly handle interrogation of a device with partially written data in the 1k block. A 1k block fix was performed per (B)(4). After the 1k block fix the ins passed all functional tests. Analysis of the wrench accessory found no anomaly.

Manufacturer narrative:
Product ID neu_wrench_acc, product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.